Event description:
It was reported that on (B)(6) 2011, when the pt put on his processor, turned on, he could hear for some seconds but then the volume got lower until he did not hear anything. Every time the pt puts on his processor, the same situation happens. The external parts were exchanged, but the same situation happened. Testing showed that the device has malfunctioned. The pt sometimes hits his head at the hard front of this bed, when he jumps on his bed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.